Manufacturer narrative:
Investigation result: three 2000e china samples were received for investigation, in which the customer has stated: "the general affairs teacher reported that during use, it was found that the product connection did not leak liquid." No packaging was received with any of the samples; however, the customer has indicated that the lot number involved is 24015031. No samples of the product(s) used to access the smartsite components were received to aid the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe and no restriction or occlusion of flow was observed in any instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24015031 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded. The following information was received by the initial reporter with the following verbatim the general affairs teacher reported that during use, it was found that the product connection did not leak liquid. The number of affected products was 3. The samples can be returned and photos can be provided. Green claims are required, and no complaint reply letter or receipt letter is required.